Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by loss of appetite and nausea. On an unreported date the patient was hospitalized for the peritonitis, discharged home (unknown date) and then readmitted 9 days prior to receipt of this report. On an unreported date the patient was treated with unspecified antibiotics (for approximately 2 weeks). The cause of the peritonitis was unknown. Two days after hospitalization the patient passed away. The cause of death was reported to be peritonitis. It was reported pd therapy was withdrawn one day prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.